Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmer would not power up. The adapter box exhibited char marks on the contact strips. The device would no longer be used and replaced.

Manufacturer narrative:
Final analysis found burn marks on the device circuit board and ac power adapter which caused the reported inability to power the transmitter.